Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05779 / 05780).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel reported that patient¿s left hip was revised on (B)(6) 2014 due to patient allegations of pain, metallosis, loosening of acetabular component, metal debris, soft tissue/bone destruction, pseudotumor, bone loss, disability and impairment. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel reported that patient's left hip was revised on (B)(6) 2014 due to patient allegations of pain, metallosis, loosening of acetabular component, metal debris, soft tissue/bone destruction, pseudotumor, bone loss, disability and impairment. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 due to pain and loosening of the acetabular cup. Operative report noted the presence of fluid, cystic cavity in the posterior wall of the acetabulum, bone loss, metallosis, metal debris, soft tissue destruction, and a pseudotumor. The modular head, acetabular cup and taper adapter were removed and replaced with a competitor's cup and a biomet head.